Event description:
Additional information received identified the patient underwent an scs trial to re-assess the patient's pain coverage. The trial was reportedly successful. Additional surgical intervention is still pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient she has not received effective stimulation therapy from her scs system since implant. A company representative met with the patient and was unable to resolve the issue with reprogramming of the patient's scs system. Surgical intervention may be taken to address the issue.